Manufacturer narrative:
Examination was not possible, as the product was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Provided info states the product is not suspected of failing to meet specs. The investigation could not draw any conclusions about the reported event. Based on the investigation, the need for corrective action is not indicated. Should add'l info be received the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Patient revised because of fractured distal to the end of troch nail.